Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent blank touchscreen display on startup on this avea ventilator. The customer reported no patient event associated with this issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles, voltage testing on the control board coin cell battery. The failure analysis lab was able to duplicate the reported issue. The root cause is associated with a depleted coin cell battery secondary to a material issue. This issue will be internally investigated within carefusion.